Event description:
It was initially reported that the patient's device was replaced prophylactically due to an increase in seizures. It is unclear if the seizure frequency was above her pre-vns levels. Good faith attempts to obtain additional information have been unsuccessful to date. The device has not been returned to the manufacturer for analysis.